Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose(bg) of at least 600mg/dl with, associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 23-apr-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2018 with the following findings: pump data from the date of the complaint had been overwritten due to continued patient use. The available data revealed the delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing on investigation and was found to be delivering accurate and within required range. Investigation did not duplicate the complaint.